Event description:
Surgeon was suturing the uterus at the end of surgery using the device in question. The device broke and a cable from the instrument was visible to the surgeon and staff. There was no injury to the patient and no damage to the surgical field. The device was removed from the surgical field and no debris was seen as a result of the device failure. The procedure was completed with a replacement device of the same type.